Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device involved in the incident, it was determined that patients were not crossing at the time of review. A technical support specialist (tss) connected to the database server and restarted the following services: net.msmq listener adapter, net.pipe listener adapter, net.tcp listener adapter, and net.tcp port sharing service. The tss re-ran the site-down query and confirmed that no additional items were stuck. Verification of dsserveroltp confirmed that no null values were present and that all records reflected the latest date and time. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user stated that patient records were not crossing over from meditech to pyxis. Although the patient status was displayed as sent in meditech, they were not appearing on the es server. The customer also reported error messages on health sight viewer (hsv) stated patient information delayed or down-48 minutes and confirmed that all stations were currently operated on critical override mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.